Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Customer received assistance from technical support to reset the pump, and no further malfunction codes appeared afterward. The customer was instructed to continue using the pump and to call back if the issue recurs.